Manufacturer narrative:
Result: power cord plug missing ground prong. Damaged power cord plug. Damaged communications cord. Damaged siderail panel with exposed sharp edges.

Event description:
It was reported by service report that the power cord was missing the ground prong; there was a large cut on the com cord, and the head right outer siderail panel was broken with sharp edges. No patient involvement or adverse consequences were reported.